Event description:
Info received indicates the bed has no head up function.

Manufacturer narrative:
The technician found that the head up valve was stuck. He replaced the head up valve and the head section functioned to specifications.